Event description:
The customer reported that the 9900 system had a communications fault error message. No pt injury was reported.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested.

Event description:
This is a spontaneous report by a nurse from (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on an unknown date in 2010, "patient made mistake/touch contamination" occurred. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was due to the mistake/touch contamination that previously occurred. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome of the mistake/touch contamination was not reported. The peritonitis was recovering and pd therapy was ongoing at the time of this report.